Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-06383, 2938836-2020-06384. It was reported that infection was observed. The patient experienced high fever, and blood cultures were positive for streptococcus agalactiae. Vegetation on the mitral valve was noted. The infection was not related to device system and procedure. The device system was explanted. The patient was stable before, during and after the procedure.